Event description:
The product, a bard platinum class ii flat wire stone basket (3.0frx115cmx18mm), ref # (B)(4), was not operating correctly. It was reported that the inner wire disengaged, rendering the basket dysfunctional.